Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a sharp edge was found on the channel opening. The channel was also found to be leaking. The charge-coupled device (ccd) wire length was found within standards. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported defects of the biopsy valve and a leak. The issue was found during reprocessing of the device. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
This supplemental report is submitted to provide additional results of the legal manufacturer¿s investigation. The legal manufacturer determined the damage to the insertion tube, identified during the device evaluation, was likely a result of user handling. As stated in the instructions for use, as a preventive measure, "do not twist or bend the bending section with your hands. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.¿

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not twist or bend the bending section with your hands. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the perforation was caused by the handling when the treatment part was inserted and removed.